Manufacturer narrative:
Complaint verified through photographic documentation in this record. Axle broke. RMA issued for return on 06/08/2016; return not yet received. User¿s manual review 1167484 rev. A: (page 26) inspect/adjust weekly - ensure quick/quad release axles lock properly. (Page 62) warning - pull on the rear wheel to make sure the detent pin and locking pins of the quick/ quad-release axle are fully released before operating wheelchair. Keep locking pins clean. Should additional information become available a supplemental record will be filed.

Event description:
Consumer states she has the quick release wheels and one of the quick release axles one of the rear wheels is broken so it does not lock into the chair when it is attached and therefore the rear wheel no matter what side she puts it on which is mostly the left but the wheel eventually falls off while she is driving the chair. Consumer states when the wheel falls off while she is driving the chair. No additional information provided. Update from customer service on 06/07/2016: provider went out to evaluate the chair and found that the left axle is broken which is causing the wheel to fall off.